Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of 598 mg/dl. Customer was wearing the pump at time of hospitalization. Customer stated she was told not use the insulin pump but, the customer did not want to take six shots to maintain the blood glucose. The customer will not be returned for analysis.